Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss). The patient came into the office for a follow up and the impedance was in the normal range at that time. The device data was reviewed and it was noted that there was some minute ventilation (mv) signal oversensing on the ra lead as well that resulted in a signal artifact monitor (sam) event. As there was only one out-of-range impedance measurement at this time, the pacemaker was programmed back to bipolar. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms that resulted in a lead safety switch (lss). The patient came into the office for a follow up and the impedance was in the normal range at that time. The device data was reviewed and it was noted that there was some minute ventilation (mv) signal oversensing on the ra lead as well that resulted in a signal artifact monitor (sam) event. As there was only one out-of-range impedance measurement at this time, the pacemaker was programmed back to bipolar. This product remains in service. No adverse patient effects were reported.